Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery performed to the patient's right eye (od), the patient did not see well objects that were far away. Surgeon informed that the implant was opaque and white. In surgeon's opinion, this seemed like a posterior capsule opacification (pco). A yag laser surgery had already been performed to treat the pco. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and the product met release criteria. No other complaints were found for this lot number. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).